Event description:
A nurse reported to baxter (B)(4) of an administration set in which nurse observed no flow of unknown medication through the tubing of the set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which nurse observed no flow of unknown medication through the tubing of the set was not confirmed and duplicated during sample evaluation. The reported set was working within specification, so the assignable root cause is undetermined. Additional information: this is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.